Event description:
Procedure: lung biopsy. According to the reporter: the first instrument fired, but staples did not form properly in tissue and the instrument made a very loud crunch. The second instrument did the same. The surgeon sutured patient. There was no bleeding, there was some air leakage due to poor staple line, no additional tissue lost. The procedure took somewhere in the region of an extra 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 04/14/2008.